Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing falling and extreme pain. Patient had effective therapy. The lead was coiled up behind the ipg. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was disconnected from the ipg, reconnected to the ipg, and the ipg pocket was closed.